Event description:
It was reported that the control-iq algorithm suspended basal delivery in response to the continuous glucose monitor (cgm) sensor reading; however, the cgm sensor reading was inaccurate. Reportedly, the cgm blood glucose (bg) reading was below 3.0 mmol/l, and the meter bg reading was 23 mmol/l. Customer consumed carbohydrates to address their blood glucose. No additional patient or event information was available.